Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation and analysis. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. Failure analysis revealed that the device passed visual inspection. Functional testing revealed that the battery was not able to charge or provide power to a controller. Supplemental testing revealed a tear on the internal wire along the output connector, causing and intermittent connection. This condition would not allow the battery from charging, the battery charger status indicator will flash red after eight hours due to a charge time-out. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an open connection within the output connector, likely due to a manufacturing/assembly error. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a red blinking indicator light while attached to the battery charger and did not display a charging status. The battery was exchanged. The battery was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.